Manufacturer narrative:
Unit passed sleep current measurement, and active current measurement, no vibration during selftest. No unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power/battery related alerts/alarms on the event date or seven days prior to the event date. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 10:59:00 after more than 7 days at 18.84 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The pump was cut open and the j7 connector was partially plugged in on pcba 1 causing the vibrator motor to not work. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case at belt clip rail corner, cracked battery tube threads, stained serial number label, partially detached retainer, and scratched case. Unexpected short battery life, failed batt test alarms, batter power loss, replace battery alert, and blank display were not confirmed during analysis. Unexpected power loss of less than 7 days was not confirmed. No vibration due to connector partially plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm and attempted to use six new batteries, but the insulin pump displayed a blank screen. The customer also reported that the insulin pump did not accept new batteries. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed for the replace battery now alarm, as the customer declined further troubleshooting. Troubleshooting was performed for the blank display, the display did not return after inserting a new battery. The battery cap and compartment were found to be intact with no signs of damage or corrosion. Troubleshooting was not performed for the issue of battery rejection. The customer was advised that the insulin pump would be replaced and was instructed to discontinue use, revert to a backup plan per health care professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.